Manufacturer narrative:
A field service engineer (fse) followed up with the customer over the phone to address the reported event. While troubleshooting with the customer, fse confirmed the cups were not being punched by the seal breaker to make an opening. The customer found the screw that holds the seal breaker plunger was loose causing it not to go downward to punch the top of the test cup. The customer resolved the complaint by tightening the screw. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number: (B)(4) from 30may2021 through aware date 30jun2022. There were no similar complaints identified during the search period. The aia-900 operator's manual under section12: error messages states the following: (2160) c. Transfer not detected cup cause: the cup sensor s063 failed to detect the cup before it was grasped. Action: please contact the tosoh local representatives. Check s063, the cup pickup position, and the cup pickup operation. The most probable cause of the reported event was due to a loose screw on the seal breaker plunger.

Event description:
A customer reported error message ¿2160 c. Transfer not detected cup¿ on the aia-900 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for creatine kinase mb isoenzyme (ckmb) and cardiac troponin I (ctnl). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.